Event description:
It was reported the atrial lead exhibited no sensing as well as no capture. X-rays indicated the lead was displaced. The patient was programmed to vvi mode. No further intervention or patient symptoms were reported. Date of event is unknown at this time.

Manufacturer narrative:
(B)(4).